Event description:
It was reported that during a surgical procedure, the surgeon noticed that the tip of the unit was missing. It was further reported that the surgeon located the 2 broken pieces of the tip and removed them from the pt. An x-ray was taken and no foreign objects were noted.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.